Event description:
Follow up identified the patient¿s scs ipg was replaced with a new one. Reportedly, stimulation therapy was restored postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer able to connect to her scs ipg with the patient programmer following surgical intervention to relocate the ipg (ref. MDR # 1627487-2017-03845). Troubleshooting was unable to resolve the issue and it was determined the ipg was in the service application state. Recovery was attempted but the device was unable to be recovered.